Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in aortic position was explanted after an unknown implant duration for unknown reason. A 21mm inspiris resilia aortic valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
This file was found duplicate of the event previously reported under medwatch #35217 and #38331 corresponding to report ID: 2015691-2023-15538 (manufacturer ref (B)(4)). Therefore, a corrected supplemental report is being submitted.